Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to metallosis. Intra-operatively, black tissue was noted in the patient, and trunnion wear due to the head machining down the trunnion was noted. Rep can provide pictures and confirmed that no further information will be released by the hospital or surgeon.